Event description:
During an aneurysm coiling procedure, it was reported the coil would not detach. Upon coil removal, the coil detached when it was half way inside the catheter. The physician was able to push the coil into the aneurysm. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.